Event description:
It was reported the pt's scs system was explanted due to inadequate pain relief. Additionally, it was reported reprogramming attempts in the past did not provide resolution.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.